Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.1 had been failing. The field service engineer (fse) powered off the device and reseated the row board connectors for drawer 4 (positions 1 and 2). Hardware test administration (hta) subsequently passed. A pharmacy technician completed the inventory of medication in the drawer following restoration of functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple tower doors failed and not detected on bus. User rebooted and recovered but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.